Event description:
The pump was rec'd for service with vague report of "pump has possibly overinfused". The facility's risk management department stated the device was in use on a pt who was in preterm labor. The pt was receiving magnesium sulfate at an unknown rate. The nurse reported she was at the bedside "troubleshooting" a downstream occlusion. The room was dark. When pt held the drip chamber up to the screen of the pump, pt found the fluid flowing "wide open". Immediately, the pt complained of not feeling well, numb lips, and difficulty breathing. The pt then respiratory/cardiac arrested. Calcium gluconate was given and the pt recovered without adverse outcome. Although attempts were made to obtain add'l info from the reporting facility, details were not available regarding the concentration of magnesium sulfate, amount overinfused, age of pt, or set up of pump.